Event description:
Independent repair center: the unit is alarming or has a red light. The pilot valve is leaking, the o-ring is defective, the outlet barb is broken, the tie wraps are defective, and the tie straps are defective.